Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of u/d (up/down) knob was out of the standard value, adhesive on a-rubber had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had a discolored area, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, lg lens had discoloration, c-cover had a scratch, connecting tube had discoloration., connecting tube had a scratch., sc cover unit had a scratch., fe lever had a scratch, fe knob had a scratch, u/d knob had a scratch, r/l knob had a scratch, switch box had a scratch, s-cover had a scratch, connecting tube had discoloration, s-connector had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value, adhesive on a-rubber had a discolored area., adhesive on a-rubber had a crack, adhesive on a-rubber had a chip, due to wear of angle wire, the play of u/d knob was out of the standard value, universal cord had a scratch and connecting tube had a scratch. The customer did not respond to questions regarding the cleaning, disinfecting, and sterilization (cds). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had issues with air/water nozzle. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose distal tip and adhesive gap could not be determined. Olympus will continue to monitor field performance for this device.